Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed a system leak verification test during testing. There was no harm or injury reported. It was reported that the customer declined repair by philips and wanted to do their own repair. The philips service case was requested to be cancelled. Replacement of the trilogy evo 3-way solenoid and proportional valve (active exhalation control module) were noted to require replacement to address the test failure.